Event description:
The reporter stated that while using the accuchek inform ii meter (serial number (B)(4)), the following blood glucose results were obtained on the same patient. At 9:08 am a blood glucose of 412 mg/dl was obtained on the meter. At 9:12 am a blood glucose of 201 mg/dl was obtained on the meter. At 9:15 am a blood glucose of 122 mg/dl was obtained on the meter. At 9:20 am a laboratory draw was performed and the reported blood glucose was 96 mg/dl. It was verified that the laboratory sample was drawn appropriately. It was stated that there were no actions taken or treatment given based on the results from the roche device. The reporter stated that controls were passed using the same strips within 24 hours of the event. The reported stated the patient's condition was good. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation.

Manufacturer narrative:
The customer's accuchek inform ii meter was returned. The investigation determined during visual and optical investigations that there was contamination/oxidation inside the meter on the electronics. The observed contamination is consistent with causing the complained errors/issues. The malfunction is consistent with mishandling of the meter. There was no product problem found. A routine retention testing process has been implemented. Valid retention results are available for all strip lots. All retention data is reviewed on a monthly basis once testing is complete.